Event description:
It was reported to siemens that the customer was installing a medical dry laser imager/printer into the operating room. The operating room door was locked, therefore, the hospital employees accessed the operating room through the mr rf room. Appropriate warning signs were posted on the rf room warning of the introduction of ferrous metals. Upon entering the mr suite, the printer was immediately drawn to the magnet, pinning an employee between the magnet face and the printer. Attempts to pull the printer from the magnet were unsuccessful and the erdu button was pressed, resulting in a magnet quench and the release of the printer and employee. The employee was evaluated by a hospital physician. The injury was reported as bruising to the hand and x-rays were negative for fracture. It was also noted that the employee remains hospitalized for observation. No further information on the employee condition is available.

Manufacturer narrative:
The system was evaluated by a siemens service engineer and no failure was detected. The system is operating within specifications. The rf room is equipped with warning signs regarding the introduction of ferrous metals into the magnetic field. Additionally, the user manual clearly outlines the safety precautions and warns of the introduction of ferrous metals. This event occurred in (B)(6).